Manufacturer narrative:
Concomitant products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had skin erosion along the lateral aspect of the neck. The erosion exposed a 2 cm portion of the extension. No infection was indicated. There was no cause of the event. A physical examination had been done. A revision was done and the extension was explanted and replaced. The replacement of the extension resolved the issue. The patient was alive with no injury. The patient's indication for use is parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.